Event description:
The customer reported via phone call that she had an issue with the pump not connecting all the time. Customer stated that pieces are missing on the pump's battery and reservoir compartments. Customer stated that the pump was not dropped or bumped at all. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There were broken battery tube threads and a broken reservoir tube lip was noted. The insulin pump had a cracked case at the display window corners, a cracked reservoir tube, and a cracked reservoir tube window.